Manufacturer narrative:
Based upon the investigation findings, the reported type iiib endoleak, the secondary procedure of a suprarenal and main body stent relining, its technical success could not be established due to lack of information. Based upon the investigation findings, a design or manufacturing root cause could not be identified based upon available information, and overall the investigation is inconclusive. Cautionary product use conditions that might have contributed to this event included the ruptured state of the aneurysm at implant. Additional device: model: suprarenal aortic extension a25-25/c95-o20, lot: w11-5531-003, rel. Date: 11/15/2011, exp. Date: 10/31/2014.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient was found to have an undetermined endoleak, possible type 2, 3a, or 3b. Physician decided to re-line with a bifurcated device and a suprarenal aortic extension. Patient was stable post procedure.